Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 23-jul-2025, the user reported receiving an urgent low soon alert after announcing a meal and expressed concern about receiving too much insulin. The user consumed 15 g of carbohydrates and was advised to wait 15 minutes to allow levels to rise. Blood glucose was 54 mg/dl at the time of the alert, increased to 112 mg/dl by the end of the call, and was 135 mg/dl at follow-up. The user reported intense stress and worry but no physical symptoms. No medical intervention was required.